Event description:
It was reported that the itrak 3500 l system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the computer. The system functions as intended.